Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred during the load sequence. Customer's blood glucose was 300 mg/dl. The cartridge was successfully reloaded and insulin delivery was resumed.